Event description:
It was reported by the customer that a bd pyxis¿ anesthesia station es hardware failure while opening drawer. The customer stated that the malfunction occurred, when the user trying to place the medication in the machine. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-nov-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the hardware failed when opening the drawer. A field service engineer found that the unit had issues with drawer 1-1, which was identified as a triple mini. The entire mini drawer section was inspected, unlocked, and relocked to ensure nothing was misaligned. Drawer 1-1 was occasionally overclocking, failing, or miscounting. The sensor was checked and found to be clean and properly positioned, but the issue persisted. The mini control engine was replaced as a complete assembly, which resolved the problem. It was also noted that the ribbon cable connector on the main board had a slight wiggle, though it remained connected and appeared to be a common trait among similar units. The unit functioned correctly after the new mini engine was installed. The system functioned as intended after the field service engineer repaired the device.